Event description:
Pt was in an air-filled latex environment. Oxygen saturation dropped to 43 in less than 60 mins. All computers in hall did not help with transport as tehy also contain latex. Well aware of allergy. Cleaning fluids containing coconut and dietary mix-ups with "mt new allergies" because they didn't read the box's label. Latex is everywhere, including computer keyboards. Now they are getting dell computers which have latex and become airborne when heated. No labels. They sit right outside the rooms. Pt "far nexus - drug dispersal, too."